Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Two days prior to the implant, the aortic neck was sized and it measured 18-19 mm in diameter. A bifurcated stent graft was implanted (undersized). The actual aortic neck diameter was noted to be 19-20 mm. It was reported that there was an unresolved proximal type 1 endoleak at the end of the procedure. The decision was made to watch the pt and perform imaging evaluation. Add'l information was received stating the pt was discharged in stable condition. No add'l clinical sequelae were reported.